Manufacturer narrative:
H6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. As received, there was no physical damage or other anomalies observed. To replicate clinical use the cuff was inflated as per instructions for use with 12ml of air using approved ICU medical syringe. The cuff was then submerged in a water bath. No leaks were observed. The complaint of a leak and cannot maintain cuff pressure cannot be replicated nor confirmed. A device history record review could not be performed as the lot number was unknown.

Event description:
It was reported that the cuff pressure could not be maintained via the pilot balloon, requiring tube exchange. The event involved a patient, but no patient harm or adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.